Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that lead dislodgement was observed on the left ventricular (lv) lead. The lead was explanted. The patient was stable.

Event description:
New information received notes that loss of capture was observed. The new lv lead was implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.